Manufacturer narrative:
The nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code blue calls. The system provides an annunciation of these calls at room locations, primary (dedicated) nurse call stations as well as secondary locations and or devices (pbx operator, wireless phones). The nurse call system secondary notification provides visual and/or audible event alert notification via customer-designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on a nursing-specific unit, a nurse console in the pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with the naming convention, and audio and /or visual displays based on the customer's preference/request at the time of initial integration, or can be changed thereafter upon the customer's request. A review of the call report logs indicates that a caregiver was in the patient's room on multiple occasions in a short period of time immediately prior to the time the call was placed, and the call was cancelled within a minute from the patient's room. The call was annunciating appropriately at the primary location. Additionally, the facility's nurse call configuration shows this call type is configured to route to the mobile phones of a designated "all hands on deck" team comprised of emts, nts, np pas, rns, and rts. In this event, no injury occurred, as confirmed by the customer, which concludes there was no serious injury associated with this event. Additionally, the nurse call system functioned as designed to provide notification at the event's primary location. It is also noted that the notification is configured to route and notify a group of "all hands on deck" caregivers, thus providing an additional notification method. However, at this time it cannot be confirmed if the routing of the code blue call to the pbx location was the original expectation of the customer at the time of integration/implementation, thus if a missed code call notification were to recur, it would likely cause or contribute to a death or serious injury. Hillrom is cautiously reporting this event.

Event description:
It was initially reported that the nurse call code blue alert did not route to the facility pbx operator location and the patient expired. Follow-up confirmed that there was no patient death or patient injury associated with this complaint. This event was captured under hillom complaint ref # (B)(4).